Event description:
It was reported that during a trial procedure, the physician identified a hair within the vacuumed-sealed sterile packaging of the or cable. The or cable did not come into contact with the sterile field; however, new gloves were required to continue the procedure. The patient was reported to be doing well. The or cable was discarded at the time of the procedure.